Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a follow-up, and a rapid decrease in ventricular sensing was observed. The physician suspected that the lead had slightly dislodged. The patient reported was very well and was scheduled for follow-up. Lead remains implanted.